Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. The insulin pump bolus was not delivering properly; the patient discovered air bubbles in the tubing. Troubleshooting was declined since she planned to treat via manual insulin injection. The insulin pump was not returned for analysis.